Event description:
A customer had a problem with a foley catheter. The customer states the rn used normal protocol to insert catheter. The customer states the balloon ruptured. According to the customer, 10cc of fluid was injected as directed.